Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the lumen cannot be confirmed due to poor sample condition. The device returned was one t/l hickman repair kit assembled to a small catheter segment. One photograph of a catheter was also returned. Visual and functional observation found that only a small portion of the original catheter was returned and this did not manifest a slit/leak. The portion which gave rise to the complaint was apparently not returned. The photograph returned was found to depict a white catheter with a portion of a white hub. A gloved finger was pointing to a region just next to the hub. No split could be discerned from the photograph. The complaint cannot be confirmed from the samples provided. A lot history review (lhr) of huzd1738 showed four other similar product complaint(s) from this lot number.

Event description:
It was stated that a slit was noticed in the catheter. A repair kit was used to fix the catheter. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzd1738 showed four other similar product complaint(s) from this lot number.

Event description:
It was stated that a slit was noticed in the catheter. A repair kit was used to fix the catheter. No harm to the patient was reported.